Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp pump following an episode of ventricular fibrillation (vf) arrest. The patient had been admitted to the hospital in non- st-segment elevation myocardial infarction and on (B)(6) 2025 had a high-risk percutaneous coronary intervention that was supported with a different impella cp pump. The first impella cp pump was successfully weaned and explanted on (B)(6) 2025, and two days later following the vf arrest the decision was made to replace the impella cp with a new pump. The patient was noted to have a low threshold for vf and ventricular tachycardia (vt) and the same day impella cp support was initiated, the patient required four rounds of defibrillation to resolve vf and vt episodes. The following day, the patient was noted to have red urine. The next day, it was noted that the patient¿s urine had still not cleared and was pink/red in color. Additionally, the patient had more episodes of vt during continuous renal replacement therapy (crrt). Crrt was aborted as a result of the arrhythmia. The patient¿s urine cleared to yellow the following day. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Ventricular fibrillation/tachycardia: in order to make a cause determination, additional clinical would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1920338 device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.